Manufacturer narrative:
Correction: correcting e2 - contact person is not a health professional. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena of color bare appears when scope is removed and no image was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite video system center was unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer further reported that the issue occurred with multiple scopes and color bars were present when the scopes were removed. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.